Event description:
Initial calcium result of 17.7 mg/dl. Same sample repeated three times gave results of 8.9, 8.8 and 8.8 mg/dl. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.